Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110 vac. The unit passed the initial power connect test and navigated through the power-on self - test (p.o.s.t.). It was noted that the pause and accept buttons did not light up during this test. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The pause and accept buttons still did not light up but they did function. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36 kit), 2 - 3 lpm of air pressure, and a 382 - 10 universal water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self - tests again (pause and accept lights still were not working) and was functioning in real time. The settings were set to full rain out, invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. The complaint cannot be confirmed. However, during functional testing the pause and accept button were found to not light up. Since the neptune's are 100% functionally tested during manufacturing assembly, it is unlikely that the failure was present at the time of release. A device history record review was performed with no evidence to suggest a manufacturing related issue. The unit was manufactured in 2007 and was designed for a minimum of 5 years. The root cause for the failure is normal wear.

Event description:
Customer reported the unit does not heat prior to patient use. No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the unit does not heat prior to patient use. No patient involvement reported.